Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a breached depression on the outer insulation. Additionally performance data was collected from the device and analyzed. Analysis revealed the maximum superior vena cava (svc) defibrillation impedance varied from 214 to greater than 250 ohms. (B)(4).

Event description:
It was reported that short interval counts (sic) due to oversensing were observed on the right ventricular (rv) lead. High impedance on the coronary sinus (cs) tachy lead was also observed. The physician had difficulty extracting both leads so the leads were partially explanted and the distal ends capped and left in place. Only the rv lead was replaced. No patient complications have been reported as a result of this event.